Event description:
The customer reported that a pt death occurred after a pt pulled his ECG leads off and they remained off for 9-10 minutes before staff could assess the pt because they were busy responding to another pt's critical level alarm.

Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred after a pt pulled his ECG leads of and they remained off for 9-10 minutes before staff could assess the pt because they were busy responding to another pt's critical level alarm. The customer described that care groups and overview settings had been modified from what they expected and they requested onsite assistance to reconfigure. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.